Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance remotely from cts to reset the pump, after which no further malfunction code recurred. Customer was advised to continue using the pump and to contact support again if any issues reappeared.